Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they took out battery, changed the port side and insulin pump alarming infusion flow block for every 2 minutes and it would not stop. The customer was advised to replace the insulin pump and was advised to retrieve and save insulin pump settings and revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was tested with all buttons functioning properly. No corroded on keypad traces and stuck button during testing. No frozen screen noted. The keypad connector was inspected and fully locked on lcd board. Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted. (B)(4).